Manufacturer narrative:
(B)(4).

Event description:
It was reported that, an 840 ventilator was "not getting started". Although requested, information pertaining to the use of the device at the time of the reported event and patient outcome (if applicable) has not been provided.